Event description:
A malfunction was reported with a software error detected. The customer's blood glucose level did not exceed 500 mg/dl, remaining within a normal range. The customer was assisted by technical support in resetting the pump, and the issue did not recur, allowing for continued use of the pump. The customer understood the instructions to call back if the malfunction occurred again.